Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) system exhibited low impedance measurements out of range and noise oversensing. It was observed that this patient experienced a syncope episode. Technical services (ts) suspected this to be related to a lead integrity issue. Further lead evaluation was recommended. This lead remains in service. No adverse patient effects were reported.